Manufacturer narrative:
Block b3: exact date unknown, event occurred on procedure date.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.